Event description:
It was reported the patient presented for implant procedure. During surgery, the left ventricular lead exhibited low pacing impedance and high capture thresholds. The procedure was complete with a different lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of high capture threshold and low pacing impedance were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. S-curve was measured to be within specification.